Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a request for the return of the device has been made. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 5, 2012 to october 6, 2012. As the device was not returned, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the reported leak could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.